Manufacturer narrative:
Technician found the bed in storage. Found head section would not go up. Replaced valve solenoid to resolve this issue.

Event description:
Information received indicated that the head section would not go up. No injury reported.